Event description:
The customer reported that the button is missing on the alarm unit. There are no other visible damages found to the alarm. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product found that the hold/suspend button is missing. There is corrosion to a flat contact and battery spring due to battery leakage. The alarm unit did not power up when using new batteries. The alarm unit did not power up when using the 9v ac adapter and passes all other functional tests. Note: the instructions for use has a warning statement: do not use the keepsafe deluxe if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping, due to low battery power sound, begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion, such as white powder residue. (B)(4).